Event description:
The following publication was reviewed: 'a case of viabahn implantation for pseudoaneurysm after pancreatoduodenectomy'. The patient was a 77 years old male. On (B)(6) 2018 pylorus-preserving pancreatoduodenectomy was performed for distal bile duct cancer. Post-operative day (pod) 6 (B)(6) 2018, pancreatic fistula was confirmed. Pod 8 (B)(6) 2018 sentinel bleeding was observed from the drain at the anastomosis, however, computed tomography (CT) did not reveal an apparent bleeding point. On pod 9 (B)(6) 2018 excessive bleeding from the drain was observed, and emergency angiography was performed. Pseudoaneurysm of the common hepatic artery was confirmed, and it was concluded that the bleeding occurred from the pseudoaneurysm. A 6mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to treat the pseudoaneurysm and hemostasis was achieved. On pod 12 (B)(6) 2018, bleeding from the drain was observed again. Emergency angiography revealed a pseudoaneurysm of the right hepatic artery with extravasation. A 5mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface was implanted, and hemostasis was achieved. The 5x5 endoprosthesis was occluded right away. No treatment was performed for the occlusion as the purpose of the procedure was hemostasis and it was achieved. After that, biliary fistula was observed and intraperitoneal abscess was formed, so percutaneous drainage was performed. Drainage was continued for the refractory pancreatic fistula and biliary fistula. Pod 85 ((B)(6) 2019), CT was performed as inflammatory response was not ameliorated though drainage was continued. Air was observed inside the occluded endoprosthesis in the right hepatic artery, and diagnosis of stent graft infection was made. No specific treatment was performed for the device infection as the patient's general condition was poor and control of the general condition was the priority. Reportedly, no detail examination for infection was conducted. Infection control was continued; however, the patient expired due to septic shock on (B)(6) 2019. Autopsy was not performed. It was reported the physician does not consider that the viabahn device caused the infection as the patient was post-pancreatoduodenectomy. The patient had poor physical condition just after the pancreatoduodenecotmy and this condition also contributed to the patient's outcome.

Manufacturer narrative:
Corrected data: b5. Describe event or problem. H6. Type of reportable event. H6. Patient code 2 (blank). Additional manufacturer narrative: reference medwatch report 2017233-2020-00090 for occlusion event.

Manufacturer narrative:
Corrected data: h1: type of reportable event. H6: method code 1. H6: results code 1. Additional manufacturer narrative: review of the manufacturing records indicated the device met pre-release specifications. A1: patient identifier. B2: date of death (mo/day/year) user-defined date field. B6: relevant tests/laboratory data, including dates. B7: other relevant history, including preexisting medical conditions. D4: lot#. D4: expiration date. D4: unique identifier (di)#. D6: if implanted, give date.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following publication was reviewed: 'a case of viabahn implantation for pseudoaneurysm after pancreatoduodenectomy'. The case was (B)(6) male. On an unknown date, pylorus-preserving pancreatoduodenectomy was performed for distal bile duct cancer. Post-operative day (pod) 6, pancreatic fistula was confirmed. Pod 8, sentinel bleeding was observed from the drain at the anastomosis, however, computed tomography (CT) did not reveal apparent bleeding point. Pod 9, excessive bleeding from the drain was observed, emergency angiography was performed. Pseudoaneurysm of the common hepatic artery was confirmed, and it was concluded that the bleeding occurred from the pseudoaneurysm. Gore® viabahn® endoprosthesis with heparin bioactive surface (6mm x 5cm) was implanted to repair the pseudoaneurysm, and hemostasis was achieved. Pod 12, bleeding from the drain was observed again. Emergency angiography revealed a pseudoaneurysm of the right hepatic artery with extravasation. A gore® viabahn® endoprosthesis with heparin bioactive surface (5mm x 5cm) was implanted, and hemostasis was achieved. However, this endoprosthesis later occluded. After that, biliary fistula was also observed and intraperitoneal abscess was formed, so percutaneous drainage was performed. Drainage was continued for the refractory pancreatic fistula and biliary fistula. Pod 85, CT was performed as inflammatory response was not ameliorated though drainage was continued. Air was observed inside the occluded endoprosthesis in the right hepatic artery, and diagnosis of stent graft infection was made. Infection control was continued. Pod 91 the patient expired due to septic shock.